Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl energy select switch was not responding properly and the device was not charging to the selected energy. There was no negative pt impact reported.